Manufacturer narrative:
(B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion testing on high, low, and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The force sensor no-tube and scale factor calibrations will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during testing. There was no patient involvement. No additional information is available.